Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, paralysis of the right upper limbs and aphasia were reported. A computed tomography (CT) scan of the head revealed a wide cerebral infarction in the left middle cerebral artery region. The infarction was thought to have been caused by mural plaque and thrombus in the central part of the subclavian artery bifurcation. No hemorrhage occurred and the infarcted area was reduced. The patient was transferred to another hospital for rehabilitation. No additional adverse patient effects were reported.